Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 1 year after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseointegration in type I bone. Clinician reports patient's bone loss, infection and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 1 year after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseointegration in type I bone. Clinician reports patient's bone loss, infection and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.